Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As it was not clear if the lot number indicated on the intake form was only for the reported blood leak event or the clotting event as well, a delivery search was performed to identify all lot numbers with the reported catalog number shipped to the complainant in the three months prior to the occurrence date. Six lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. Out of six lots, two lots each had one to multiple complaints reported against them: lot 23bu04008 had one unrelated complaint. Lot 23eu04016 had two complaints which were reported by the same customer as the current event (both mentioned above) - one addressing an external leak (no sample) and one addressing clotting (no sample). A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The complaint is not confirmed.

Event description:
A user facility patient care technician (pct) reported a dialyzer was clotting off, during a patient's hemodialysis treatment and required stopping treatment. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Event description:
A user facility patient care technician (pct) reported a dialyzer was clotting off, during a patient's hemodialysis treatment and required stopping treatment. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.